Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemic event while being in an active sensor session. On approximately (B)(6) 2025, the patient was wearing the sensor, but was not connected to the g7 app, due to log in issues. The patient had a new phone and was not able to retrieve the log in details. According to the information available the patient was also using a dexcom receiver at the time of the event. The patient was found unresponsive by her son who called an ambulance. At the hospital the blood glucose reading was 1200 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was in a coma for 2 days and stayed a total of 9 days at the hospital. The patient did not remember any medication that was given in the hospital other than antibiotics that were given for meningitis (previous history). At the time of the report the patient stated they still felt weak, and that the meningitis took a toll on her. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.